Manufacturer narrative:
During inspection and testing, service found the image noise during angulation was caused by a faulty image sensor cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the image noise was likely caused by a failure of the image sensor unit, a failure of the board inside the video connector, or a defect on the system side. However, a definitive root cause could not be determined. In addition, service the found there were scratches on the rubber covering of the insertion tube. The adhesive at the distal end was deteriorated and chipped. Per the legal manufacturer, these other device issues have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported there was image noise during angulation. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During the inspection and testing of the returned device, service confirmed there was noise on the image during angulation with no visible image. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.